Manufacturer narrative:
Power supply.

Event description:
The international distributor reported the ventilator would not operate on ac power. The ventilator was not in use, therefore there was no patient harm or involvement. The service technician replaced the power supply to correct the reported problem. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate.